Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) underwent a valve replacement procedure. During the procedure, the patient went into ventricular fibrillation (vf). The ICD displayed significant undersensing which resulted in delayed therapy. The patient required an external shock to convert. No additional adverse patient effects were reported.

Event description:
Additional information indicated the device sensitivity was reprogrammed to a more sensitive setting.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.